Event description:
A healthcare professional reported that, during vitrectomy surgery, an ophthalmic operating system kept displaying the advisory and there were no cutting and aspiration exhibited by the system. The surgery was able complete every time. Information regarding patient harm is unknown. This report pertains to the events occurred on unknown dates.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.